Event description:
It was reported that the external pulse generator (epg) switched off while connected to a patient. The low-battery indicator light did not come on. The battery was measured after the incident occurred and the voltage was not low. The patient was reported to be hemodynamically compromised. The investigation of this incident is to be ongoing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case and both bail covers are broken. One printed circuit board flex is creased. One battery contact is compressed. The ring is bent.